Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force. The customer blood glucose level was 119 mg/dl. Customer reports they were able to clear the alarm. Customer was not able to complete rewind the insulin pump. The customer was advised to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.